Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the blood specimen collection device experienced a deformed plunger. "Short description the plunger inside the syringe is deformed, as if it were melted. The syringe is therefore unusable. Where did the incident occur before use . Clinical consequences: none, as the nurse realised this when she opened the syringe bag."

Event description:
It was reported when using the blood specimen collection device experienced a deformed plunger. "Short description the plunger inside the syringe is deformed, as if it were melted. The syringe is therefore unusable. Where did the incident occur before use . Clinical consequences: none, as the nurse realised this when she opened the syringe bag."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-27. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed plunger stopper with the incident lot was observed. The root cause for this defect, is misalignment between the barrel and plunger at insertion. Normally, this would result in the plunger dropping off, but in this case, it appears to have been forced into place, resulting in the plug becoming squashed and deformed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.